Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log files. On (B)(6) 2025 from 23:53:38-23:53:41, the log file captured power cable disconnect and low voltage hazard alarms while connected to the heartmate mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm thresholds. The alarms resolved when power was restored to both power cables. The backup battery supported the system without issue during this event. The provided information indicated the no external power event was due to the ac power cord being disconnected from the wall outlet. Multiple attempts were made to obtain additional information regarding the mpu serial number, if the mpu had a v-lock connector on the ac power cord, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. The root cause for the no external power alarms was determined to be due to the mpu ac power cord being disconnected from the wall outlet. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, so the manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2025 following a no external power alarm on 23jul2025. The patient's son attributed the alarm to the mobile power unit (mpu) being unplugged from alternating current (ac) power. Following review, log files confirmed a no external power alarm and low power hazard on 23jul2025.